Event description:
Reportedly, the instrument's jaws would open to release the tissue from the appendix. Therefore another instrument handle and sulu was used to transect out the initial instrument locked on the tissue. Procedure: laparoscopic appendectomy. Pt status: no pt injury reported.